Event description:
It was reported to boston scientific corp. That approx. Six months after an anterior pelvic floor repair procedure using a pinnacle pfr kit, the pt presented to this physician (date unk) with labial pain. The original procedure (date unk) was with a different physician (name unk) at a different hospital. No further information about this event is available; per this physician, "...I don't even recall her name. If she comes back for a f/u visit, I will get her info."

Manufacturer narrative:
The lot number of the device is unk; consequently, the manufacture and exp. Dates cannot be determined. Unk; no information available from user facility. Information in was completed by the manufacturer based on information obtained from the user facility. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. A review of the labeling shows that the device was used accordingly for tissue reinforcement and stabilization of fascial structures of the pelvic floor. The directions for use state that discomfort is a potential adverse reaction that may be associated with surgically implanted materials. This event was determined to be an anticipated procedural complication.